Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor's office reported that a spark was observed during a thermage treatment. The spark was noted at the end of the treatment, with only 25 reps remaining. The patient did not experience an injury.

Manufacturer narrative:
The tip was returned and evaluated. No functional testing could be performed due to tip damage. The tip passed flow and thermistor testing, but failed the leak test. The tip also failed visual inspection; a burnt trace on the surface membrane. Dielectric breakdown was observed. A review of the manufacturing records showed all requirements were met. No patient injury occurred during the treatment. Damage on the tip membrane along the rf trace can result in sparking from the tip. Damage to the rf trace is caused by stress concentrations on the flex assembly at the adhesive edge, causing arcing and subsequent burn-through of the flex circuit membrane.